Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 96mg/dl. The caller mentioned that she slipped and fell; her insulin pump broke at the reservoir compartment. Troubleshooting was performed, and no damage to the drive support cap found. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had cracked case at the display window corners, cracked on reservoir tube and broken lip, broken belt clip slot, cracked battery tube threads, missing end cap sticker, scratched screen, and missing reservoir tube o-ring.